Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant medical products: 4194, implantable pacing lead, (B)(6) 2006; 6949, implantable tachy lead, (B)(6) 2006. (B)(4).

Event description:
It was reported that the device showed loss of ventricular capture on the hospital monitor. The device was programmed to a ventricular only pacing mode and consequently the left ventricular capture management (lvcm) feature was not programmable. The technical service representative and clinician discussed changing the programming mode to a dual chamber pacing mode and how to adjust the lvcm feature. The device was functioning normally and remains in use. No patient complications have been reported as a result of this event.